Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported no delivery during bolus. The customer also reported the pump constantly beeps and the battery is going dead with brand new batteries. The customer was advised the pump will need to be replaced and was advised to revert to the back up plan.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over/under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test. No unexpected low battery alarm or audio/vibrate anomaly were noted. No unexpected no delivery alarm noted.